Manufacturer narrative:
One opened/used sensor was inspected and found sensor broken with missing parts. Unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
The customer reported via phone call that insulin pump had low blood glucose. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting and declined for low blood glucose. The device will be returned for analysis.